Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the hex connection feature is stripped. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that locking handle doesn¿t sit flush on 5 degree adapter for assembly. Surgery time was not extended.